Event description:
Reportedly, on (B)(6) 2023, re-intervention for normal battery replacement of a pacemaker to eno dr (s/n: (B)(6)) was performed. On (B)(6) 2023 the sales rep was informed by a physician that a hospitalized patient had redness and a feeling of heat in the pacemaker pocket area, and that pocket infection was suspected. According to subsequent information, the physician consulted the dermatology department in the hospital and was told that pocket infection was also suspected. Re-intervention was scheduled to have the pocket area cleaned on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: the concerned device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. For detailed information, please refer to the attached analysis report.